Event description:
It was reported on (B)(4) 2013 that a revision surgery occurred due to a broken locking compression plate (lcp). The surgeon originally implanted the lcp plate to treat a fibular fracture on an unknown day/month in 2013. It is unknown how the surgeon discovered the plate was broken. It is unknown where the plate was broken. The broken plate was explanted and a new plate and screws were implanted. It was reported that the nurse practitioner mentioned that the patient walked on the plate against the surgeons recommendation and this may be the reason the plate broke. No patient information was available at the time. No report of patient injury. The item and lot numbers of the screws are unknown. Update (b)(5) 2013: per phone call conversation, it was reported patient was revised to a larger plate, a 2.7.mm/3.5mm 9 hole left distal fibula locking plate. He confirmed the surgery took place on a saturday and it finished on time with no delays and no harm or injury reported to the patient. Sc reported the 4 hole plate was removed along with 9 screws . He witnessed the removal procedure and all 9 screws were not found broken. The consultant further commented the part and lot numbers are not available for the screws or the plate. Update - (B)(4) 2013 xrays dated (B)(6) 2013 were reviewed by post risk marketing manager, the plate was observed broken at one unknown screw hole, the screw was determined loose. The screw product type, part # and lot number are not known. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Date received by manufacturer 11/17/2013. Investigation could not be completed and no conclusion could be drawn as no device was returned and the part lot number was not provided. Placeholder.